Event description:
A pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level, as it remained between 54-500 mg/dl. The customer was able to resume insulin with the original cartridge after receiving tips from technical support on preventing altitude alarms.